Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh, elevate anterior sling kit and elevate posterior sling kit were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence, rectocele and cystocele. It was reported that following insertion the patient experienced infection, urinary and bowel problems, neuromuscular problems and vaginal scarring. It was reported that the patient underwent transvaginal urethrolysis and cystoscopy on (B)(6) 2012 and (B)(6) 2013 due to urinary retention secondary to sling urethropexy.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary retention.